Event description:
It was reported that during use of the product, the nurse noticed blood in the tubing. An attempt was made to remove the iab, but the surgeon could not withdraw it. The iab and the sheath were removed as a unit, without complication.